Event description:
Boston scientific received information that a red alert was detected from the patient's home monitor system for a low shock lead impedance. The impedances are now in the 40 ohms to 50 ohms range. No noise was present during the event. The local sales representative discussed programming options with boston scientific technical services (ts). The sales representative stated that they would discuss these options with the physician. No adverse patient effects reported

Manufacturer narrative:
At this time the system remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted approximately five years later during an upgrade procedure and returned for analysis.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.